Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the main body and twist sleeve connection side during peritoneal dialysis therapy. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passage and clamp function testing. No issues were noted during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.